Event description:
It was reported that the healthcare provider (hcp) refilled the patient¿s pump around 11am on the day of the report and forgot to prepare the patient¿s skin prior to inserting the needle into the pump reservoir. The hcp stated that she was instructed to use chloroprep and since it is clear, she must have gotten distracted and forgot to do the preparation. The physician was going to empty the pump and replace it with new medication as they were concerned about the patient getting meningitis. The hcp confirmed that she had the filter on the syringe. The device system delivered gablofen and bupivacaine. It was later reported that the patient was taken to the emergency room (ER) where the medication was removed from the pump, the pump was rinsed twice, and the doctor added baclofen back to the pump. The doctor sent the old medication taken out of the pump in for testing for bacteria.

Manufacturer narrative:
Concomitant product: product ID 8711, lot# j0058173r, implanted: (B)(6) 2001, product type catheter. (B)(4).